Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe cough, hard time sleeping, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned and manufacturer could not confirm customer complaints during device evaluation.